Event description:
Information received by medtronic indicated that the insulin pump had crack around battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 cracked on the battery compartment. Insulin pump received missing segments due to moisture damage to the lcd glass. Insulin pump passed displacement test. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay, stained keypad overlay and faded serial number label. The p-cap/reservoir does lock properly. Confirmed cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.